Event description:
Reporter indicated a vns pt is experiencing possible slippage of generator. The pt is currently searching for a surgeon to perform revision surgery. Good faith attempts to obtain additional info have been unsuccessful to date.